Event description:
Pt had a 4cm incision to (l) ankle & 7cm incision to (l) upper leg with strips in place following an aortic bypass on 10/10/96. Pt had reheated (by boiling) a previously used compress and placed a cloth between the compress to apply to the incision to upper (l) leg. However, pt had fallen asleep with legs together and the compress pressed against the (r) mid-thigh without a protective cloth to that portion of the compress and consequently sustaining a burn. Physician was contacted; no orders received for treatment; leave open to air. Compress contained sodium acetate (food grade) and water. (Non-toxic). (